Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the appearance of the subject device, and there was no abnormality of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel and the instrument channel of the subject device tested positive for pseudomonas aeruginosa, stenotrophomonas maltophilia and escherichia coliesbl. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4/5 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.